Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine source: phone: (B)(4).

Event description:
Qv sars otc- customer called to ask whether or not she should quarantine after two positive test results. Tss advised to speak with customer's provider for advice. Customer asked if the trace amount of blood on the swab would affect her test result.